Manufacturer narrative:
The ipg passes all visual, photographic imaging, performace and electrical tests performed. Visual and photographic imaging of the leads revealed no anomalies. A review of the sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient had an infection at the pocket site. The symptoms included pain and redness at the pocket site. The physician explanted the patient's precision system and prescribed oral and IV antibiotics.

Event description:
A report was received that the patient had an infection at the pocket site. The symptoms included pain and redness at the pocket site. The phyisican explanted the patients precision system and prescribed oral and IV antibiotics.